Event description:
Caller states, the pt tested 5.8 inr on the coaguchek system and 3.9 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device; however, caller states there was no strips available for return.